Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. Under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06270 / 08606).

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Upon review of complaint, it was noted that this patient underwent a total hip arthroplasty on (B)(6) 2008 rather than a hip resurfacing procedure as previously reported.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right total hip arthroplasty on (B)(6) 2008. During post-operative monitoring, a migrated acetabular cup was noted. Patient was asymptomatic one year post-op, is being observed and has not been revised to date.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, a migrated acetabular cup was noted. Patient was asymptomatic one year post-op, is being observed and has not been revised to date.